Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-sep-2025 the user reported that the ilet touchscreen had become nonresponsive. The user could not unlock or select any functions. After troubleshooting and confirming that firmware was current, the user noted a small crack visible under light. The user switched to multiple daily injections (mdi) as backup therapy per instructions. A replacement ilet was issued. No blood glucose impact or injury was reported.